Manufacturer narrative:
No additional information was received. The product was not returned for evaluation. This is a supplied item and the device history record (DHR) is at the supplier. No further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that smashed masks were received. No patient injury was reported.